Manufacturer narrative:
The lens was returned for evaluation. Microscopic examination found the lens was cut across the optic and one haptic was missing. Based on the available information, device design may have contributed to the event. Corrective measures have been implemented to mitigate future similar occurrences. Bausch & lomb will continue to monitor similar events to determine if additional actions are required.

Event description:
It was reported that on insertion of an intraocular lens (iol) into the posterior chamber of the patient''s eye the piston did not slide properly and the upper haptic of the lens was missing. The iol was cut and removed which led to a widening of the initial incision. A new iol was injected into the capsular bag of the eye.

Manufacturer narrative:
The device was not returned for evaluation. The device history record (DHR) review did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.